Event description:
Spontaneous call from patient has a cassette error, pump is working fine per pt. Cassette error (no disposable, pump wont run) patient is advise to change cassette and do a new mix, lot#:4186331, patient has 3-4 cassette on hand. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Yes, resolved?, ongoing?. On. Reported to (B)(6) by: patient/caregiver.